Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system exhibited one episode of oversensing and several non-sustained episodes were noted.